Event description:
The following information was received from (B)(4) and is a spontaneous report by a nurse in the USA of peritonitis in a patient coincident with dianeal unknown therapy. The nurse stated that on (B)(6) 2012, the patient was diagnosed and hospitalized with peritonitis. The cause of peritonitis was unknown. The patient was discharged from the hospital on (B)(6) 2012. The outcome of the event was unknown.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h11k11069 and h11j04132. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.